Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, the barrell for drill guide sleeve for 2.5mm drill broke off of handle.